Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure occurred on (B)(6) 2015 due to loosening of the shell. The head and taper were removed and replaced. The cup was removed and replaced with competitor product.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.